Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with mentor smooth round moderate profile 425cc saline breast prostheses. It was initially reported that there was a unilateral deflation of an unknown side. As a result, the patient underwent bilateral removal on (B)(6) 2018, at which point, it was discovered that neither the implants were deflated. There is no available information to determine which of the two provided medical device information was the suspect medical device, but it could be either catalog: 3501670, sn: (B)(4) or catalog: 3501670, sn: (B)(4).